Event description:
The rptr stated that did meter to hcp meter comparison tests, side by side. The results were 250 mg/dl on meter, and 160 mg/dl on dr's meter (type unknown). Rptr did not have any symptoms. Control solution tests were not done due to unavailability of supplies. On followup, the rptr confirmed the reported test results. No harm was alleged.